Manufacturer narrative:
E1: patient city: wesley chapel. Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2023 due to hyperglycemia. The blood glucose level was 588 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available. 588.